Manufacturer narrative:
Qc was lower than expected prior to and after the event. Qc was recovering with the established ranges after changing the calibrator lot. Service was offered but declined by the customer. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously normal total t4 results generated by synchron lxi 725 clinical system for at least twelve patients . The results were reported out of the laboratory. Subsequent testing after recalibration with a new calibrator lot produced higher results above the normal reference range for all patients questioned. The customer noted there was a shift from approximately 8 ¿g/dl to 14 ¿g/dl. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.